Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced suspected peritonitis. The suspected peritonitis event was manifested by cloudy effluent. Hospitalization and treatment details were unknown. Dianeal therapy was ongoing. The patient was reported to have recovered from peritonitis at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: other relevant history. Should additional relevant information become available, a supplemental report will be submitted.